Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 pads were fractured from the pca. The monitor enclosure was extensively damaged. The root cause for the damaged c19 capacitor was physical abuse. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed incoming pulse testing.